Manufacturer narrative:
(B)(4). The clamps were left open on unused lines during peritoneal dialysis therapy, which is known to cause this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of peritoneal dialysis therapy. During troubleshooting, it was discovered that there were open clamps on two unused lines. The technical service representative explained the issue of leaving the clamps open on unused lines. The patient cycled the power on the device to clear the alarm and ended therapy so they could start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.